Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that while performing cataract surgery an ophthalmic console foot switch become unresponsive. The case was abandoned with 20% of cataract still to be removed and the customer borrowed a footswitch from another hospital and brought the patient back to complete the procedure. There was no harm to the patient.

Manufacturer narrative:
The company representative was able to replicate the reported event. To resolve the issue, the representative dried the domed up-switch pcb and replaced the printed top-out frame with a metal one. The system was then tested and found to meet specifications. The footswitch was not returned for testing on this investigation. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. Based on the information obtained, the root cause of the reported events are inconclusive. Alcon will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).